Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's diabetes educator reported via phone call that the patient's insulin pump was not working; none of the buttons would respond. No further details were provided regarding the keypad anomaly. The insulin pump was not returned for analysis at this time.